Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1798, awareness date 17-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. She was given a valium about 20 minutes before the procedure. In addition to the physician and the nurse, a representative from the company was also in the room during the procedure. The implantation itself was extremely painful and she was begging her to stop as she was finishing the last side. She was sent home with some ibuprofen. Immediately from that day, a dull aching pain in abdomen started that did not go away ever over the next 5 years. This pain escalated to excruciating pain during periods, so bad that she could not walk. After the hysterosalpingogram (hsg) in (B)(6) 2008, she was declared occluded and confirmed that the coils were perfectly placed. She was still experiencing constant pain. In 2009, she started suffering from extreme fatigue, rashes, monthly utis, and recurring yeast infections. She was tested for every std they could think of and all results were negative. She was told probably had something called pid, was gave antibiotics and sent off. She saw three other doctors that year and was evaluated for chronic fatigue syndrome, food allergies or intolerances, depression and lyme disease. She had none of these things. She was fatigued, in pain and weak. In 2010-2011, she went to emergency room (ER) multiple times from a stabbing pain in right abdomen that was so bad she would fall on the ground when it hit, ER doctors knew nothing about essure. An MRI, ultrasounds, x-rays were performed and she was told every time that the essure coils were perfectly placed and therefore it could not be essure. By 2012, she was having reactions to anything metal that touched her body, zippers on pants & hoodies, earrings, even her wedding rings made her swell up, itch and rash. Her hair began falling out in dumps, she was so tired and in pain all the time that spent days in bed. She started having abdominal bloating. It looked like she went from nothing to 6 months pregnant over the course of a day. Being intimate with her husband was excruciating. In addition to painful sex, he would get an itchy rash anywhere her vaginal fluids touched him. In 2013, as a result of one of the few times they actually did manage to have sex, she became pregnant. She miscarried at the (B)(6) mark. Again, the coils were said to be perfectly place. Two months later, she was late on her period; another positive test she was pregnant and had another miscarriage. This one was estimated to be at the 8-9 week mark ((B)(4)). In (B)(6) 2013, essure was removed, and she had a tubal ligation performed. Immediately after removal, the constant, dull pain was gone. The bloating stopped. In a month, the rashes were gone. Her hair stopped falling out, and started to grow back. She could wear jewelry again. After removal, she was able to run and crossfit. Ptc investigation result was received on 04-nov-2015: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medal events, the lack of efficacy and a quality defect. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and immediately after that day a dull aching pain in abdomen started that did not go away ever over the next 5 years (interpreted as abdominal pain). Several months after insertion, the physician suspected she could have a pid. Five years after insertion, she became pregnant although the hysterosalpingogram had shown that tubes were occluded and inserts were perfectly placed. She miscarried at the (B)(6) week mark and was again told that inserts were perfectly placed. These events are serious due to their medical importance. The abdominal pain, pid and pregnancy with device are listed while the miscarriage is unlisted in the reference safety information for essure. The abdominal pain and pregnancy with device were assessed as related due to the nature of these events, suggestive temporal relationship and lack of alternative explanation. The pid (pelvic inflammatory disease) was however, assessed as unrelated since the onset occurred several months after essure placement and therefore, the temporal relationship was not compatible. Also, considering that the abortion occurred during the first (B)(6) weeks of pregnancy and that in most of these cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, the miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.